Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report, ¿cables broke and I almost died¿. The right atrial (ra) lead and the right ventricular (rv) lead was removed and new leads were implanted. No further patient complications have been reported as a result of this event.